Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2025-10917- device 1 of 5. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 and eventually shifted to intensive care unit (ICU) due to hyperglycemia. The blood glucose level was 702 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. No further information available.